Event description:
The reporter stated an implantable collamer lens, model number micl 12.6 was implanted in 2007. But due to the lens having been implanted upside down the lens was explanted the next month. Another same type lens was implanted without patient injury.

Manufacturer narrative:
Evaluation: a work order search was performed on the serial number and there were no similar complaints found within the work order.